Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Please provide the lot number. Event related to mw # 2210968-2022-03250, mw # 2210968-2022-03252 and mw # 2210968-2022-03253. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mitral valve replacement procedure on (B)(6) 2022 and suture was used. The suture pulled off of the needle during the procedure. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested